Event description:
It was reported the healthcare professional (hcp) thought the pump was faulty. It was noted the pump was a part of a field action several years ago. The hcp was notified and the condition of the patient was tracked for several years. Recently, the patient's family repeatedly asked if the idle speed of the pump was normal. The pump was checked with a programmer, and there was "no error signal in the device". This was communicated to the patient, but "the issue was not resolved from the patient". It was noted they waited for half a year for a new pump, but the installed pump "had an actual problem". The patient had an appointment for pump removal, but the appointment was cancelled because the hcp said there were other options (reducing medicine or replacing with water). The outcome of the event was reported as "no injury". The medication in the pump was baclofen (unknown). The pump remained implanted.

Manufacturer narrative:
(B)(4).